Event description:
Customer reported that a malfunction occurred while they were changing the cartridge, displaying malfunction code 24, which was not resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump, and the customer was informed they would receive a pump with updated software. The customer will use mdi as backup therapy and instructions were provided for storing and returning the problematic pump, which the customer acknowledged and understood.